Manufacturer narrative:
Block b3: event date unknown, event occurred over the past few months.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg) over the past few months, attributed to normal device use and lifespan. Charging reeducation was completed and no issues were identified. The patient underwent an ipg replacement procedure to address the charging limitations. No patient complications were reported. The explanted device was disposed of by the facility per hospital policy and was not returned for analysis. The patient has made a full recovery and is reported to be doing very well postoperatively.